Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The pressed esc and act button to clear the alarm, however it was not work. Customer had to discontinue insulin pump use and was following her medical prescription for insulin shots until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect aware date. The correct aware date is february 4, 2019.